Event description:
The patient stated the v-go came loose from her arm. The patient tried pushing it back on. The patient confirmed she pressed the v-go on for five to ten seconds and ran her finger around the pad. The patient stated at 6:25am she applied the v-go. Her blood sugar this afternoon is 312.